Event description:
It was reported that there was an alert for both the right ventricular (rv) coil and superior vena cava (svc) coil impedance out of range for the rv lead. The rv coil impedance was noted to be high and there was a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: 407645 lead implanted: 2007-(B)(6). (B)(4)